Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 15 months post procedure patient suffered from pneumonia and died. Patient received medication. Death was classified as non-cardiac death. The sponsor assessed the event as not related to the anti-platelet medication or the index device. The investigator assessed the event as not related to index device or antiplatelets medication. Cec adjudicated the event as cardiac death and commented "heart failure related death".